Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years; please note that the exact date of surgery in unknown. Unfortunately, the reason for explanting the device was not provided. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Additionally, (per out registry) the explanted device was replaced with another edwards bioprosthetic valve. There have not been any allegations of a product malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, additional information was received. It was learned that the device was explanted due to degeneration of the patient's prosthetic mitral valve. According to the operative report, the patient experience mitral stenosis and regurgitation. The patient presented with increasing shortness of breath and heart failure. Repeat echocardiogram revealed that the mitral valve had become stenotic and calcified with immobile leaflets, and the patient had severe mitral stenosis with a very enlarged left atrium. There was also a very large left atrial thrombus present. Her left ventricular function was felt to be normal with an ejection fraction of 50% to 60%, and she had no evidence of coronary artery disease on left heart catheterization. The valve was removed and replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well and there were no complications. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.